Manufacturer narrative:
Section b5 additional information received updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that during testing with the tracker calibration kit, the system verified within range without needing calibration. And amount of alleged inaccuracy was 1-2mm.

Event description:
Add info received there was no reported impact to the patient outcome and caused no surgical delay.

Manufacturer narrative:
A2 patient info, b5 updated continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, #: version: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported regarding alleged inaccuracy that when using the imaging and navigation systems in a case, after taking 2 scans, the navigation system was showing the screws were "off" but they were physically in the correct place. This issue occurred intra operatively. No additional information was provided.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and was not able to duplicate the reported issue. Completed tracker verification for both r 20/40cm and l 20/40cm, trackers were accurate, system checkout passed, staff notified. B01,c19,d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software investigation found that not a software issue. Complaint data analysis found the event was due to a user workflow I ssue. Completed tracker verification. Trackers were accurate, system checkout passed. "Software was functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version:4.2.1: MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.